Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hypothermia patient was in cooling phase. Nurse stated they saw too many bubbles in two of the tubing/clamps of the arctic sun device. Patient temperature (pt) was 34.6c, target temperature (tt) was 33c, water temperature (wt) was 27c, flow rate (fr) was 2.3l/m, and inlet pressure (ip) was -5.7psi. Nurse experienced trouble keeping the patient at target. 4 medium pads were in place with adequate pad coverage. No kinks or damage were noted to pads and all tubings were straight. They disconnected and reconnected the left thigh and right chest pads using the recommended technique. Inlet pressure (ip) was -7psi. Device gave an alert 113 (reduced water temperature control). The device filter was not blocked. They put device in manual control set to 10c. Chiller temperature (t4) was 9.1c. Outlet monitor temperature (t1) was 26.6c, and outlet control temperature (t2) 26.6c. Ms&s informed nurse that the device might have an issue with the mixing pump and that the device would need to go to biomed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Pads were disconnected and reconnected using proper technique. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review and labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the hypothermia patient was in cooling phase. Nurse stated they saw too many bubbles in two of the tubing/clamps of the arctic sun device. Patient temperature (pt) was 34.6c, target temperature (tt) was 33c, water temperature (wt) was 27c, flow rate (fr) was 2.3l/m, and inlet pressure (ip) was -5.7psi. Nurse experienced trouble keeping the patient at target. 4 medium pads were in place with adequate pad coverage. No kinks or damage were noted to pads and all tubings were straight. They disconnected and reconnected the left thigh and right chest pads using the recommended technique. Inlet pressure (ip) was -7psi. Device gave an alert 113 (reduced water temperature control). The device filter was not blocked. They put device in manual control set to 10c. Chiller temperature (t4) was 9.1c. Outlet monitor temperature (t1) was 26.6c, and outlet control temperature (t2) 26.6c. Ms&s informed nurse that the device might have an issue with the mixing pump and that the device would need to go to biomed.